Event description:
It was reported that upon interrogation, the pulse generator exhibited premature elective replacement indicator. No intervention was performed. The patient was in stable condition and would continue to be followed up

Event description:
Additional information received: device was explanted and replaced.